Event description:
Olympus was informed that during an unspecified laparoscopic gynecology procedure, the users reportedly felt there were some issues with the movement of the device and reportedly withdrew the device for inspection and noted a small fraction of the device had chipped off. The missing portion of the device was said to have been found in the sheath. The intended procedure was said to have been completed. There was reportedly no device fragment fell into the pt's body cavity. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus medical systems corporation for eval. The eval found the sheath of forceps unit and the attachment parts were damaged at two places. Following the eval, the device was returned to the customer. The original equipment MFR is attempting to gather add'l info regarding this report. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.